Manufacturer narrative:
Continuation of d10:  product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve in the patient's native annulus, the patient had limited leaflet calcification and was in between valve sizes of 23 millimeter (mm) and 26 mm. The deployment of a 23 mm transcatheter valve was attempted "multiple" times. Upon 80% deployment at each deployment attempt, the valve dislodged and was subsequently recaptured. Subsequently, the system was withdrawn from the patient and a 26 mm transcatheter valve was loaded into a new delivery catheter system (dcs). The deployment of the 26 mm valve was attempted similarly; however, the valve would not remain stationary prior to release. Therefore, the valve was withdrawn from the patient and not used for implant. No further intervention was planned. Per the physician, the patient's anatomy, specifically the lack of leaflet calcification, contributed to the dislodges. No patient complications were reported as a result of this event.